Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the left forearm. A 6.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications nor injuries were reported.